Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The only electrode component on this device is located near the proximal end and it is not possible for it to have fallen into the patient during a minimal invasive surgery. Therefore, the missing electrode failure mode would result in user dissatisfaction but is not likely to result in harm to the patient. During the inspection of the 5mm peek multifunction handle, it was confirmed that the insulation is compromised. Visible dings and scratches were seen throughout the shaft. No pieces, including the electrode were missing from the device. Also it was noticed that the stryker logo part and lot numbers etching is not visible on the insulation, this unit appears to have been repaired in the past by a third party. The 5mm peek multifunction handle failed the insulation integrity test. IFU 1000401070 states "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root cause could be wear and tear and or mishandling. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that there is a missing electrode and that the insulation has been compromised.

Event description:
It was reported that there is a missing electrode and that the insulation has been compromised.